Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The field service representative was dispatched to the site for a loud noise from the rear water pump. He found the pump head had burned out, possibly due to no water being present in the system. There was physical damage in the centerpiece of the pump as it got hot with heat friction and there was some melting. He replaced the pump. The system was verified with qc, calibration, diagnostics, and mechanism checks. No patients were involved in the event and no adverse event was reported.

Manufacturer narrative:
The investigation found there was an air lock within the pump. As the pump was designed for water flow, air inside the pump was outside of the specifications. Air will not get into the pump unless the water height reaches the air cock level. If the air cock remains closed and the instrument runs, this can cause the introduction of air and damage the pump.